Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Mother reported the buttons on the infusion device do not function. The infusion device went into the stop mode 3 times and then into the run mode without pressing any buttons. The patient tried to bolus 9 units of insulin but was unable to. The key-lock feature was not activated. She removed the battery, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and caused the buttons to always be active. Therefore, the patient was unable to program a bolus.